Manufacturer narrative:
Conclusion: the device history record for this event was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. A conclusive cause could not be determined from the limited information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was noted. A post balloon aortic valvuloplasty (bav) was required, which led to the valve migrating into the sinus of valsalva (sov). The valve was re-positioned with the use of an ensnare. Subsequently, a second valve was successfully implanted with no adverse patient effects.

Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. (B)(4).